Event description:
The patient reportedly experienced a loss of lock with her internal device. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.